Manufacturer narrative:
Device used for treatment, not diagnosis. Patient fell on (B)(6) 2017, unknown when device actually broke. Additional product code: hwc. (B)(4). The initial surgery was in 2015. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Concomitant reported part: therapy date: 2015. 1x titanium trochanteric fixation nail (tfn) (part: 456.314 / lot: 7677209); 1x locking bolt ø 4.9 mm, self-tapping (part: 459.360 / lot: unknown). (B)(6). Device history records review was conducted. The report indicates that the: manufacturing location: (B)(6). Manufacturing date: june 19, 2014. Expiration date: june 30, 2024. Part #: 04.032.090s, lot#: 7703879 (sterile) - 11.0mm ti troch fixation nail screw/90mm - sterile. Quantity 12. Inspection sheet for in-process inspection /final inspection (B)(4) met inspection acceptance criteria. Component parts reviewed: (B)(4), raw material lot bp-80 lot ¿ 7362480. Raw material was received from dynamet incorporated. Product certification for titanium & raw material receiving/put away checklist met specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the (B)(6) year old patient needed a revision surgery due to a fall on (B)(6) 2017. The initial surgery was in 2015. Due to the fall the femoral neck screw broke and was revised on (B)(6) 2017. Patient is fine and the revision surgery was successful. This complaint involves 1 part. Concomitant reported part: 1x titanium trochanteric fixation nail (tfn) (part: 456.314 / lot: 7677209); 1x locking bolt ø 4.9 mm, self-tapping (part: 459.360 / lot: unknown). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient dob & weight provided by reporter. X-rays & op report provided by reporter. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the patient underwent ablation of the osteosynthetic material and total hip arthroplasty on (B)(6), 2017. During revision, patient was implanted with 12 mm plug and insertion of a 200 mm tapered tsf femoral stem with palacos genta bone cement. Implanted with a stainless steel femoral head 28 mm neck 0 and the 49 mm polyethylene insert. Overall, postoperative course was uncomplicated. The patient is currently apyretic and experiencing little pain. Per surgeon, patient has had multiple falls which could partly explain the malunion observed in the greater trochanter, which did not exist subsequent to the first osteosynthetic procedure.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device: received parts: 1 x 04.032.090s / fem-neckscr f/tfn ø11 l90 tan gold / lot: 7703879, 1 x 456.314 / titanium trochanteric fixation nail (tfn) / lot: 7677209), 1 x 459.380 / locking bolt ø 4.9 mm, self-tapping / lot: 5929377). - as received condition: 04.032.090s -> screw was found broken, approx 20mm from tip. Furthermore there are white residues visible at threaded broken part and surface is discolored. 456.314 -> besides some mechanical damages and surface discoloration the condition of the nail is good. 459.380 -> there are wear and tear signs on received screw. - conclusion for 04.032.090s: our investigation has shown that screw was found broken, approx 20mm from tip. Furthermore there are white residues visible at threaded broken part. The manufacturing review for does show that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The examination of the raw-material testing certificates showed no deviations regarding material analysis, strength and structural stability. The microscopic view, with a magnification of 10x, of the broken surface shows a homogenous surface what indicates material conformity as well. Because of the damage the complaint relevant dimensions cannot be checked for dimensional accuracy. - conclusion for 456.314: our investigation has shown that besides some mechanical damages and surface discoloration the condition of the nail is good. There is no allegation or malfunction reported in the complaint description against this part. Therefore no further investigation will be done. - conclusion for 459.380: our investigation has shown that there are wear and tear signs on received screw. There is no allegation or malfunction reported in the complaint description against this part. Therefore no further investigation will be done. - overall conclusion: the most likely situation which could have lead to the breakage of screw is most probably the reported fall in complaint condition. Finally we conclude that the cause of failure is not due to any manufacturing non-conformances. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient height reported as 165 centimeters. Returned to manufacturer. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows.